Event description:
Early 70¿s female with history of ovarian cancer. Procedure: infusion therapy. Miniloc tubing has 2 ports. The port closest to the needle has a hard cap. While the patient was in the physician¿s office, the hard cap was observed off and blood was coming out of it onto the patient's shirt. The port needle was removed without known harm to patient. It is unclear how the screw cap came off.